Event description:
It was reported that the user experienced a hypoglycemic event requiring ems response after announcing a meal but not consuming carbohydrates, with recommendations provided for device use and training including pausing insulin when trending low, using ¿less than¿ announcements, avoiding overtreatment of lows, and optimizing timing and selection of meal announcements. Symptoms included low blood glucose. Outcomes included emergency medical services involvement without hospitalization. Investigation included collection of event details and attempts to conduct additional training and a factory reset. Investigation of this case revealed insufficient information to determine a device malfunction and identified user technique concerns related to meal announcements and insulin suspension. It was concluded that the cause of hypoglycemia was unclear and likely related to announced meal not consumed, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.